Event description:
It was reported the patient¿s stimulator was ¿firing¿ and the patient had back pain secondary to the ¿firing.¿ it was noted the patient was in the emergency room. It was unknown if the patient had tried to turn stimulation off. It was reported the ¿firing¿ started the day of the call, but the patient had been having complications for a month. It was noted an x-ray was taken and the patient was told the leads were misplaced.

Manufacturer narrative:
Concomitant products: product ID 37082-20, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3487a-56, lot# v022611, implanted: (B)(6) 2008, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3487a-56, lot# v137815, implanted: (B)(6) 2008, product type lead; product ID 3487a-56, lot# v137815, implanted: (B)(6) 2008, product type lead; product ID 3487a-56, lot# v022611, implanted: (B)(6) 2008, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type lead. (B)(4).